Manufacturer narrative:
Conclusion: off-label, unapproved, or contraindicated use (aortic neck angle). Failure to follow instructions (ballooning outside the stent graft) review of a returned pre-implant drawing confirmed that the patient had a 5.5cm max diameter aaa. The infrarenal neck was angulated >60 degree (approximately 90 degree), and measured 21mm in diameter below the renals and was 18mm in length. The patient also had aneurysmal iliac arteries. The right common iliac artery diameter ranged from 17 ¿ 41mm, and the left common iliac artery diameter ranged from 14 ¿ 29 ¿ 25mm. The right external iliac was 8mm and the left external was 9mm in diameter. Review of angiogram images at implant revealed that the patient had a highly angulated infrarenal neck of approximately 90 degree r-l, which was also tapered. The approximate neck flow lumen diameter just below the level of the renals was 23mm, and 2cm lower tapered down to 16mm. After both internal iliacs arteries were embolized, the bifurcate was brought up the left side and positioned just below the renals; the tapered tip was seen biased against the right side of the suprarenal aorta. No stent graft issues were observed. The first two covered stents were released, followed by release of the suprarenal stents. Images during release of the suprarenal stents were not seen in the films, and no issues were seen with these stents following release. The bifurcate limb was then deployed down to the contralateral gate and the gate was seen cannulated. The contralateral limb was then implanted into the right common iliac artery aneurysm, followed by implant of a right limb extension into the right external iliac. Deployment of the ipsilateral limb into the left common iliac artery was performed, and the bifurcate d-s was then removed from the patient. Images during tip recapture and tip removal within the aortic body were not seen. The ipsilateral limb was extended into the left external iliac artery. Ballooning was performed in both limbs, followed by ballooning within the bifurcate aortic body including ballooning outside (proximal) to the stent graft fabric up to the mid-portion of the suprarenal stents. Angiogram injection showed contrast outside the stent graft and aorta from a possible vessel perforation/dissection along the outer curvature on the right side of the proximal graft margin. The proximal extent of the dissection could not be determined. No obvious contrast was seen within the aaa and both limbs were patent. The exact cause of the retrograde dissection and cardiac tamponade could not be determined. It is possible that ballooning outside the stent graft within the highly angulated and tapered proximal neck may have contributed. This may have also been due to a pre-existing patient condition. It is possible that the suprarenal stents may have contributed. However, other than ballooning the stents, no obvious issues were seen during deployment and delivery system removal, and no issues were observed with the deployed stent grafts.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55x43 mm diameter abdominal aortic aneurysm. The patient had severely angulated proximal aortic neck. The device was inserted percutaneous. During closure astriction was required. In this case astriction was performed as usual; however, the patient&#38112;blood pressure was low and they had to perform astriction for longer time however, the blood pressure kept going down. The physician elected to open the patient, when the patient's abdomen was opened, retrograde dissection was confirmed. The patient also had cardiac tamponade. The physician stated that the dissection may be due to the suprarenal stent damaging the vessel or additional modelling of the stent graft with another manufacturer's balloon. The patient expired.